Manufacturer narrative:
(B)(4). The received devices were forwarded to commercialized product development for evaluation. Review of the provided x-rays confirms the reported tibial subsidence. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). With the information provided, the root cause of the reported complaint cannot be definitively identified. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision of attune knee to tc3 mbt because of tibial subsidence. Update rec'd 12 february 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient was found to have osteolysis on medial femoral condyle. At this time the insert is being reported. The complaint was updated on: 03/02/2016.